Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing a bent infusion set cannula resulting in elevated blood glucose of 500 mg/dl. His normal blood glucose range is 85-140 mg/dl. He stated the first or second time he used this type of infusion set, he had difficulty removing the adhesive backing from the headset and believes he may have pulled the cannula making it longer. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. Product was replaced. No product was requested to be returned for eval.